Event description:
It was reported that the customer received a button error alarm. The customer stated that she had previously received a motor error alarm. The customer's blood glucose was 187 mg/dl. The customer stated there were no significant events leading up to the alarm. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.